Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales representative reported that the screwdriver bit broke during the case.